Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient went to the medical center and was diagnosed with a skin irritation identified as cellulitis. For treatment, the patient was prescribed 10 mg montelukast every night and flonase 2 sprays in each nostril for flare ups. The patient was discharged after a couple hours.